Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated itno ECG electrode, cutting into the blt discharge wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was causing frequent "adjust belt" messages.